Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not fire during the preparation of the colon on a laparoscopic sigmoid resection. The surg eon used another clip to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the two-cartridges noted that the clips was fully formed but not completely deployed from the cartridges. Since the clinical instrument was not received the loading unit was loaded into a pmv representative instrument and fired; the pusher advanced properly and deployed the clip. The four sealed cartridges were loaded into the pmv representative instrument, the firing handle was actuated, and the clips formed properly onto the test media. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.